Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found a dirty reagent probe and cleaned it. The bead mixer was cleaned and calibration test results were acceptable. The fse also checked other various parts of the instrument. The customer ran successful qc.

Event description:
The initial reporter complained of discrepant high results for 4 patient samples tested for elecsys estradiol iii (estradiol iii) on a cobas 6000 e 601 module. Patient ID (B)(6) initial result was > 3000 pg/ml. The sample was repeated twice with results of 246 pg/ml and 170 pg/ml. Patient ID (B)(6) initial result was > 3000 pg/ml. The sample was repeated twice with results of 1060 pg/ml and 334 pg/ml. Patient ID (B)(6) initial result was > 3000 pg/ml. The sample was repeated twice with results of 15000 pg/ml and 57 pg/ml. Patient ID (B)(6) initial result was > 3000 pg/ml. The sample was repeated twice with results of 9585 pg/ml and 24 pg/ml. No questionable results were reported outside of the laboratory. The estradiol iii reagent lot number was 503901. The expiration date was not provided.